Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported, "cup was revised due to dislocation. Exposure was made. Head was removed with a draft. Cup and liner were removed with the zimmer cup explanting device. The doctor commented that the rim of the poly to have been fractured. The acetabulum base then reamed and acetabular cup and liner were implanted. Trialing then took place with a 36mm to u taper head. This actual head was then implanted."